Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing of infusion set broke off close to the site. The site was at the right side of the stomach and the pump was on the left side. The infusion had been in use not even for a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.